Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-02-23 additional information was received from a consumer. It was reported that the patient's weight at the time of the event was (B)(6)., and that the replacement of the ins recharger (insr) had resolved the issue of being unable to recharge. The patient meet with a manufacturer representative and the device was brought "rebooted". No patient symptoms or additional device complications were reported for this event.

Manufacturer narrative:
Other applicable components are: analysis of the desktop charger 37761 sn# (B)(4) found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for spinal pain. It was reported that desktop charger (dtc) was not charging the insr and had broken connector, leading to the patient being unable to charge their implanted neurostimulator, and it (ins) becoming overdischarged. A replacement dtc was sent. No additional symptoms, and no additional complications were reported for this event.